Event description:
It was reported that the device was used during a rectosigmoid resection. The anvil head was put in to the proximal part of the bowel and secured by suturing. The stapler was brought in to the pt and connected with the anvil head. The stapler was closed, approximated in the middle of the green area, and fired. The "crunch" was heard when the device was fired. The surgeon held the device for a couple of second and then opened it, about one and half revolutions and started, gently, to remove it. At this point the other surgeon saw that one part of the anastomosis was pulled back as the stapler was removed. The stapler did not cut about 1/4 of the circle and device was difficult to remove. The device was fired again. Everything was fine and the stapler was removed from the pt. When looking at the donuts they where both intact and looked good. A leak test was performed (e.g. Water bubble test). The pt received a temp ileostomy loop to allow the bowel to heal. The pt is fine.

Manufacturer narrative:
Other = batch number. Eval summary: the analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke; however, the knife was noted to have nicks, this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.